Event description:
A vent was picked up from storage room to prepare for use. When the power was turned on it began alarming immediately. The screen indicated vent inoperable bd post failure. This vent was sent to the biomed dept for evaluation and repair. This was the second of 3 vent failures that occurred in 23 days.